Event description:
Pt presented with abdominal pain and bleeding. Human chorionicgonadotropin test was ordered and the reported result (15,000) was consistent with pregnancy. Dr thought it was tubal pregnancy and performed laparoscopic exam. Saw nothing consistent with ectopic pregnancy and began to do d&c. Hcg test was repeated during procedure and results were normal (91). D&c was halted. Dr suspected pt is or was pregnant and that initial symptoms were indicative of miscarried fetus. Status of pt or potential fetus are unknown. Facility indicated error in test result was due to operator error. Operator had failed to correctly identify dilution status of sample. Facility has performed corrective and preventive actions.